Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse connected a minisim and the cable appeared to be fine. At the suggestion of a getinge clinical support specialist, the fse hooked himself up to the ECG using the customer's provided pad/electrodes. Again no problem was observed. The fse labeled the suspect ECG cable should the problem come back. As a goodwill gesture, the fse provided the customer with an ECG lead cable and a ECG trunk cable. The fse then performed all calibration, functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an ECG related issue, it just would not work. The customer replaced the ECG with another and it worked. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.